Event description:
Customer reported that the insulin pump will alarm for low glucose in the middle of the night and when he checks his blood glucose it would be around 158 mg/dl. He stated he is able to keep his blood glucose around 87 mg/dl. Customer reported that the insulin pump will alarm even if he suspends the basal rates; customer had to take out the battery. He is currently using insulin pens to treat. Customer was advised that if he suspends the insulin pump through the main menu but his sensor glucose reading are reflecting below the threshold suspend limit the alerts will still occur. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.